Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in a bowel resection. It was fired across the bowel and during cutting, there was bleeding.